Event description:
Reporting status: serious injury-medical internveion and permanent damage. Reporting rationale: underdeployed stent requiring medical intervention and causing permanent damage to the heart muscle. Device issue: stent underdeployed against vessel walls. It was reported via a trial that the pt presented to the hospital in 2009, for acute onset of shortness of breath, nausea, and chest pain. The pt admitted to missing some days of medication due to financial restraint. The echocardiogram (EKG) was normal; however, the cardiac enzymes were elevated. An angiogram was performed which showed that the stent was under deployed. The pt had a non st elevation myocardial infarction. Percutaneous coronary intervention was performed. No additional event or pt info is available.